Manufacturer narrative:
It is unknown if the device will be returned.

Event description:
The customer reported the y-connector for the sedation infusion was leaking. The y- connector was placed on top of a gauze piece and noted it to be wet. It was checked regularly by the nurse. The patient was on high inotropic support. There were no signs that the patient's sedation was inadequate. There was patient involvement but no adverse event and medical intervention.

Manufacturer narrative:
There were no product samples, videos, or photographs returned for investigation. A probable cause cannot be identified based on the information that has been provided. No DHR lot review was conducted because the lot number was unknown.